Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: poor image. Probable root cause: ¿ cables, ¿ hdmi cables, ¿ connectors, ¿ digital board, ¿ power supply, ¿ filter / fuse, ¿ ac inlet board, ¿ main board, ¿ transition board, ¿ intermittence between transition board and ch connector, ¿ software, ¿ camera head, ¿ coupler, ¿ problem toggling light source, ¿ connected monitors, ¿ leaking, ¿ poor grounding, ¿ no/incorrect communication with light source, ¿ soaking cap disconnection during sterilization, ¿ electromagnetic interference from rf communication, hf surgical instruments, esd, or power surge. ¿ pendulum ch inertial measurement unit. ¿ incident light from surgical scene is reflected by coupler/ch window. ¿ use error. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.